Event description:
It was reported that while using bd vacutainer® est z (no additive) plus blood collection tubes 42 tubes have cracked while freezing. There was no report of patient impact. The following information was provided by the initial reporter: tubes crack when freezing .-70 degrees c. Old protocol that has been working for years with our tubes. Until now 42 tubes has cracked and leaked the past 3 months. Same protocol and same equipment(freezers etc.) Is used as before.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/16/2020. H.6. Investigation: bd received 380 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for tube breakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® est z (no additive) plus blood collection tubes 42 tubes have cracked while freezing. There was no report of patient impact. The following information was provided by the initial reporter: tubes crack when freezing .-70 degrees c. Old protocol that has been working for years with our tubes. Until now 42 tubes has cracked and leaked the past 3 months. Same protocol and same equipment(freezers etc.) Is used as before.